Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their philips intellivue information center (piic) failed to recognize a high heart rate (hr) event of 400 beats per minute (bpm) for a patient with an implanted defibrillator, which triggered a defibrillation.

Manufacturer narrative:
H10: a philips response center engineer (rce) spoke to the customer. It was noted the electrocardiogram (ECG) signal was coming from an x2 module connected to an mp80 bedside monitor. The ECG signal at the pic ix showed a perfect qrs morphology with 74 bpm. The customer tested the system with an ECG simulator and no problems occurred. A philips field service engineer (fse) was dispatched to the customer¿s facility. Upon arrival, the fse performed further testing of the pic ix alarms and no anomalies were detected; the pic ix functioned as expected. Additional information, such as alarm logs, patient strips, and the time of event, was requested for further investigation, however, no further information was provided.the cause of the event could not be determined; no issues were found with the pic ix, during testing. Additional information was requested, however, no further information was provided. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.